Event description:
It was reported that intermittent occlusion alarms occurred, which caused the customer's blood glucose level to rise to 560 mg/dl. The customer addressed the high bg by administering a correction bolus via the pump and did not require third-party assistance. Technical support provided instructions to address the occlusion, such as adjusting and delivering boluses, but the occlusion alarms recurred. Ultimately, the resolution identified a blockage in the cartridge, and the customer changed the necessary supplies and resumed insulin therapy.